Manufacturer narrative:
(B)(4). Date sent 4/22/2024. D4 batch # unk. B3: exact date is unk. Assumed the first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure that the resident noted that after the anastomosis during the sigmoidoscopy he noticed two malformed/goal post staples in the anastomotic line. Leak test was preformed and no leaks were found. Surgeon was concerned so the anastomosis was over sewn on the outside of the staple line. Patient was discharged as scheduled. Patient returned ten days later complaining of rectal bleeding near the anastomosis that was repaired in the gi lab.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch # 723c49. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil was received. No battery was returned. Only the casing half washer was received and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. A new washer was placed on a test anvil. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 723c49, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4), date sent: 5/13/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Unknown if benign or malignant lesions were present. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? None noted. What is the nurses experience with the device? The resident and attending were familiar with powered circular. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Mid-to-low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? None noted. What confirmation was received that the device completed the firing sequence? Tactile & audible feedback along with the green checkmark were noted. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? None noted. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Donuts were intact. Were there any issues noted with staple formation? If so, please describe the shape and location. 2 malformed staples were visualized. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. How was the bleeding addressed? Bleeding was stopped by gi doctor intervention in gi lab. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. What is the current patient status? Patient was discharged and recovering after the gi bleed was addressed.